Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported that in uti after the guide wire was inserted, the guide wire adhered in the patient's right jugular vein making it difficult to remove. The doctor tried to exert traction which caused the guide wire to unravel. After the guide wire was removed, the doctor noticed that the tip was bent. As a result of these issues, a new kit was opened and used without issue to complete the procedure. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.